Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient experienced inappropriate shocks and multiple vibratory alerts. Upon interrogation, it was noted that the right ventricular lead exhibited noise, which caused the shocks. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise and inappropriate shock. As received, a complete lead was returned in one piece. The reported event of noise was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.